Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2012 in pt's left eye. The lens was explanted on (B)(6) 2012 due to low vault and refractive surprise. The lens was exchanged for a longer length lens. Pt's last visit on (B)(6) 2012, ucva 20/19. See MFR#2023826-2012-00588 for possible explant on secondary lens.

Manufacturer narrative:
Pt (B)(4) - secondary surgery, (B)(4). Device (B)(4) - low, (B)(4).